Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date, indication and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the vaginal mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Onset time of pain from the initial surgery? Provide a date and surgical findings of mesh excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a large vaginal erosion of mesh associated with complete loss of sexual activity and pain. Eroded mesh was excised under general anesthesia with resolution of symptoms. Additional information has been requested.